Event description:
Per the report on 30-mar-2007 the patient's device was explanted due to multiple short and open circuits across the array. Explant/reimplant surgery details were not provided to cochlear.

Manufacturer narrative:
This type of event is addressed in the device labeling.